Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the surgical implantation, it was found that there was blood oozing at the arterial end silicone tube. It was also stated that there was a crack observed in the blood oozing area. There was no abnormality found in clinical feedback prior and during the procedure. The catheter was not repaired. No cleaning agent was used on the device but on cleaning the adapters, anerdian was the cleaning agent typically used. Iodophor disinfection treatment was done on the insertion site before product placement. No ointment was applied. The clamps were moved periodically. Tego was not utilized. There was no connector issue. The device was flushed with normal saline but it was said that they did not pay attention to whether there was any abnormality. No other products being utilized with the device. There was no blood loss and no blood transfusion was required. No medical intervention/treatment provided due to the event. Reinsertion a temporary tube was done to resolve the issue (they pulled out another one to replace to the product). There was no reported patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted there was a cut/hole/disconnection in the extension tube which led to a leak. Functionally, the distal end of the cannula was clamped and a water bath test was performed; air bubbles were detected at the connection of the extension tube on the red port side. It was reported that there was a leak or hole on the extension tube. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when excessive force is applied during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: inspect the catheter frequently for nicks, scrapes, cuts, etc. Which could impair performance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the surgical implantation, it was found that there was blood oozing at the arterial end silicone tube. It was also stated that there was a crack observed in the blood oozing area. There was no abnormality found in clinical feedback prior and during the procedure. The catheter was not repaired. No cleaning agent was used on the device. Iodophor disinfection treatment was done on the insertion site before product placement. The new tube was inserted, and no cleaning agent was used to clean the adapters. No ointment was applied. The clamp had not been moved yet on the new tube. Tego was not utilized. There was no connector issue. The device was flushed with normal saline but it was said that they did not pay attention to whether there was any abnormality. No other products being utilized with the device. There was no blood loss and no blood transfusion was required. No medical intervention/treatment provided due to the event. Reinsertion of a temporary tube was done to resolve the issue (they pulled out another one to replace to the product). There was no reported patient injury.